Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: upon inserting the eea21mm orvil device transorally into the pt, the og tube was successfully pulled through the pt and anvil was flush with the gastric pouch. After cutting one side of the blue suture that holds the anvil to the og tube, the og tube was unable to be removed. Close to a minute was taken to try and get the og tube loose without success. Before the og tube was able to be pulled out, the pt's oxygen saturation rate went down tremendously and the surgeon was told to desufflate until the pt stabilized. After 10 minutes, the pt stabilized. The surgeon was told the procedure would need to be completed in about 15 minutes if the pt stayed in this condition. After proceeding, the surgeon was still unable to get the og tube loose from the anvil, it was decided to cut the other side to try and pry it loose and it was successful and it appeared that all of the suture was completely removed. The eea 21mm xl.

Manufacturer narrative:
(B)(4).